Event description:
It was reported that during an lar procedure, there were no staples in the cartridge. Surgeon had to invert the rectal stump through the anus and sew distal suture line. Or time extended by approximately an hour and a half.